Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a health care professional, during the coil embolization procedure the deltaplush coil (cpl10015330/c39056) could not be detached. The coil was withdrawn and a new coil (lot unknown) was used to complete the procedure. The coil was still attached to the delivery system when removed from the patient. It is unknown if the event caused any delay or intervention. The green system ready light illuminated and the pre-deployment electrical check was performed. There were no damages noted on the coil prior to use or upon removal. The same detachment box and connecting cable were used to successfully detach subsequent coils. There was no report on patient injury and patient outcome was reported to be fine. The product is available for analysis.

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint. Very limited information was received. The unidentified detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the introducer sheath, unreported damage of the coil¿s proximal section being returned severely compressed and buckled with another damage section of being kinked at the mid-point of the coil was found. The coil had to be dissected out of the sheath as it could not be advanced in this condition. The detachment fiber was intact, undamaged, and did not receive heat and melt. Unreported damage of the coil¿s socket ring being bent approximately 90 degrees distally into the proximal soldered section of the coil was found. The circumstances of how and when all the unreported damage occurred cannot be determined. In addition, the unreported damage could not be seen by the unaided eye. The device positioning unit (dpu) passed electrical testing with resistance at 51.0 ohms (range 48.5/56.0) and the sample enpower and sample cable system¿s ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 51.1 ohms. The field complaint of the coils non-detachment could not be duplicated. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. The complaint of the coils non-detachment cannot be confirmed. The dpu passed electrical testing and the coil detached on the first detachment cycle, therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the identification or the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time.